Event description:
According to the reporter during thoracoscopic partial lung resection procedure, the radiofrequency electrosurgical generator failed to output coagulation and could not stop bleeding in time. Replaced with another radiofrequency electrosurgical generator to complete the hemostasis operation. The surgery was successfully completed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.